Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced device migration. The recipient presented with dizziness and no auditory sensation. The recipient's electrode was repositioned on (B)(6) 2024.

Manufacturer narrative:
Programming adjustments were made, however the issue did not resolve. Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed and resumed device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.